Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient noticed that the screen on the companion 2 driver showed an all white display sometime between (B)(6) 2015. The customer also reported that the companion 2 hospital cart gui was active and normal. The patient was subsequently switched to the backup companion 2 driver on (B)(6) 2015. There was no reported adverse patient impact. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.